Event description:
The facility reports while lifting the patient out of the pool, the wire snapped and the chair and patient plunged back into the water. Pool staff gave assistance to the patient and removed them from the pool. No injuries were reported.